Manufacturer narrative:
D4 lot number: 3951008. A titan pump and two cylinders were received for analysis. A separation within abrasion was noted on the longer exhaust tube of the pump at the tube/strain relief junction. This was a site of leakage. Partial separations within abrasion were noted on the shorter exhaust tube of the pump. This was not a site of leakage. Abrasion was also noted on the inlet tube of the pump. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were note with either cylinder. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to cause a separation through the longer exhaust tubing at this site. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing tore. The device was replaced.